Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 29 year-old female patient who had essure inserted (lot no. C55839) for female sterilisation. The patient had a medical history of dysfunctional uterine bleeding, vaginal delivery, polycystic ovarian syndrome, endometriosis and obesity. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 677 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy.). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.11 kg/sqm. [Pathology test] on (B)(6) 2017: the left fallopian tube measures 6 cm in length and has a normal fimbriated end the right fallopian tube measure 6.5 cm in length and normal fimbriated end. Batch no c55839 production date~2014-05-19 expiration date 2017-05-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal (medical device removal) in a 29 year-old female patient who had essure inserted (lot no. C55839) for female sterilisation. The patient had a medical history of dysfunctional uterine bleeding, vaginal delivery, polycystic ovarian syndrome, endometriosis and obesity. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 677 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.11 kg/sqm. [Pathology test] on (B)(6) 2017: the left fallopian tube measures 6 cm in length and has a normal fimbriated end the right fallopian tube measure 6.5 cm in length and normal fimbriated end. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.